Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. (B)(4). Note: production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that a patient experienced a pseudoaneurysm following the use of a mynxgrip device which was used with a 5f procedural sheath for arterial closure after a diagnostic procedure. As reported, the device was prepped and deployed per the mynxgrip instructions for use (IFU). There were no multiple stick punctures and no multiple sheath exchanges. It was reported that immediately after the mynxgrip device was removed from the patient, a hematoma of less than 6 cm in size began to form. Manual pressure was held for 20 minutes to achieve hemostasis and resolve the hematoma. Two days later, while the patient was still in the hospital for issues unrelated to the mynx device, a pseudoaneurysm was observed. The pseudoaneurysm was treated with an ultrasound guided thrombin injection and 10 minutes of manual compression. There were no further issues and the patient "rested comfortably" following the treatment. The patient's hospitalization was not prolonged as a result of this event. Additional information was requested but was unknown.